Event description:
Additional information was received. The diagnosis of the patient's spinal cord injury was 6th thoracic. The date of onset was (B)(6) 2001. The date of incidence of the event was (B)(6) 2019. On (B)(6) 2020, when the patient visited the hospital for refiling, an x-ray photograph showed the catheter came off. The attending physician's assessment indicated it was considered that the possibility that mechanical stress at the connection part might be a cause of the fracture. Additional information was received. It was stated there were times when there was effect and times when there was no effect (from around december of 2018). It was also stated after finding the catheter came off by the x-ray examination, no exacerbation of symptoms became strong in particular. The attending physician's assessment indicated there may have been a crackin the site where the catheter was fractured from around december of 2018.

Manufacturer narrative:
Concomitant medical product: product ID 8711 lot# n073163015 serial# implanted: (B)(6) explanted: (B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified a break in the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: n073163015, implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 07-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 132 mcg/day) via an implantable pump for spinal cord injury. It was reported a catheter replacement procedure was scheduled for (B)(6) 2020 because the catheter seemed to come off at the connector part. The event date was reported to be (B)(6) 2020. The event was considered serious and unrecovered. The event was considered to not be causally related to the drug, pump, or programmer, and unknown if related to the catheter or surgical procedure. Additional information was received. The catheter replacement procedure was performed. When the pocket on the back and the pump pocket were opened and the catheter removed, it was found the catheter did not come off from the connector, but the spinal side catheter was fractured at the connector part. The event was now considered causally related to the catheter and not causally related to the surgical procedure. The event was considered recovered as of (B)(6) 2020. Additional information was received. When replacing the catheter, it was identified the catheter that was supposed to be covered by the sleeve was out of the sleeve. It was also stated the "short catheter" was cut by the nurse during removal of body tissue; the "smooth cut section" of the short catheter was due to a surgical knife. Additionally, it was suspected whether "deterioration etc." Also occurred because the catheter was implanted 13 years ago. Further complications were not reported. There were no reported symptoms.